Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log file confirmed low speed operation and pump stoppages; however, a direct cause for the reported event could not be conclusively determined through this evaluation as no product was returned for evaluation. The submitted log file contained data from 24oct2019 to 01nov2019. The pump operated above the low speed limit until (B)(6) 2019 at 11:57:36 pm when the log file recorded intermittent low speed operation which resolved at 12:12:33 am. The pump regained speed following this event until (B)(6) 2019 at 9:17:56 pm when low speed operation was recorded. The pump temporarily regained speed until (B)(6) 2019 at 12:37:01 am when the log file recorded further low speed operation which progressed into a pump stoppage at 12:37:03 am. The pump continued to operate below the low speed limit intermittently through 12:41:47 am and the pump stopped again at 12:41:48 am. The patient was operating on their power module during all abnormal pump operation. At 12:42:14 am the patient switched from their power module to batteries and the pump regained speed and operated above the low speed limit for the remaining duration of the submitted log file. Although a direct cause for the abnormal pump operation seen within the log files could not be conclusively determined through this evaluation, based on previous complaint experience, the type of behavior captured within the log file could be indicative of a potential driveline issue. The account reported that the patient was placed on an ungrounded patient cable due to a suspected short to shield. The patient would continue to be monitored moving forward for further issues. The patient remains ongoing on vad support with no further issues reported. The hmii IFU and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The hmii patient handbook also contains information regarding all system alarms and the actions associated to resolve the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were received which stated that the patient had low speed advisories and low flows. They also had a pump stop. Patient is currently on an ungrounded cable. During the analysis of the log file it was observed that there was pump stoppages and speed drops while attached to the power module. This type of behavior has been linked to potential issues with the percutaneous lead. No further or additional information was provided.